Event description:
The customer reportedly received the following results on the accu-chek active s system within 10 minutes: 197 mg/dl, 163 mg/dl and 98 mg/dl. The customer felt hypoglycemic and self treated by taking glucose tablets. She felt better 20 minutes following treatment. No adverse event reported. New system sent and return requested.